Event description:
I am (B)(6). Approximately 12 year ago, I had lasik surgery on both eyes at (B)(6). Approximately 2 years ago, I had to have cataract surgery because the lasik had caused a cataract to grow on my eye.